Event description:
It was reported by the patient's wife that the patient died of a cardiac arrest. The wife was concerned the patient's transmitter allegedly did not alert of a cardiac arrest and that the implantable cardioverter defibrillator (ICD) was defective. Information received suggests the patient experienced a fall backwards as he got up on (B)(6) 2025. 911 was called and the patient was transported to the emergency room and admitted to the intensive care unit (ICU) where he passed away (B)(6) 2025. Information received from the following clinic indicates the patient's last in person follow up with their physician was (B)(6) 2024, and system interrogation was normal. The physician travelled out of town for the visit. The patient was due for a yearly in person visit (B)(6) 2025 but did not present for the appointment. The patient was also being monitored remotely at the facility's remote monitoring clinic. The last remote transmission received and checked by the physician from the remote monitoring clinic was dated (B)(6) 2024. The patient¿s presenting rhythm was ventricular fibrillation with ventricular tachycardia (vf/vt), battery longevity 6.5 yrs, the device/system function was stable per physician notes in (B)(6) 2024, and the next remote transmission follow up was scheduled to be 91 days from this review. No other transmission was received for review. The device remains implanted and will not be returned. The patient was noted to have diabetes as well as other cardiac issues unrelated to the system for which they were receiving treatment from other cardiologists as well as other co-morbidities. The cause of death listed on the death certificate was (1) cardiac arrest (2) encephalopathy. The manner of death is recorded as natural causes. The patient's relative disputes the cause of death.

Manufacturer narrative:
Following physician: dr. (B)(6). Hospital where patient died: (B)(6) medical center, (B)(6).

Manufacturer narrative:
The provided session record from march 4th was reviewed by technical services and it was observed that the device was performing per programmed settings. Session records around the time of patient death were unable to be obtained. The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.